Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this complaint and completed the device evaluation. Failure analysis confirmed that the cannula tube can move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. In may 2014, field safety notice #2955842-02-28-2014 was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannula including part #428071-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the trocar was discovered to have been manufactured incorrectly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the single site curved cannula was not symmetrical with the other single site curved cannulas available. The surgeon could not get the proper angle to start the procedure. The site used the short cannulas rather than the long ones.